Event description:
Original tha surgery performed in 2004. In 2008. Stem/neck interface failed. It was reported that the pt is doing fine and has returned to work.

Manufacturer narrative:
Other knee devices implanted: 220310b neck, short +47.5 - thru hole lot# 339, 333299 alumina head 32mm short (-4) lot# 292.